Event description:
Additional information was received stating that the vns patient was also experiencing dysphagia and voice alteration associated with vns surgery and stimulation. The patient was given steroid injections to restore vocal function and to relieve dysphagia.

Event description:
It was reported that the patient was having vocal cord issues. It was reported that device diagnostics were within normal limits. It was reported that the patient has complained of this since surgery. The device output current is set to 0.75ma. The patient believes the left vocal cord is experiencing paralysis. It was reported that the physician believes that the vocal cord paralysis is a result of the implant surgery and not related to device stimulation. The patient was seen by an ent and surgery is planned.